Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an adaptive stimulation issue where it automatically went down to 0.1ma. They stated they woke up on sunday morning and thought their battery discharged and stimulation was off because they couldn't feel their stimulation and their pain had returned. But when they started to recharger they realized stimulation was on, but he strength had turned down to 0.1ma. It was indicated that there were no factors causing this. The patient stated they checked their positions and all were accurate, however the strength was turned down in all positions. The patient reset the strength in all positions and the issue was resolved at the time of the report. No surgical intervention occurred and no surgical intervention is planned. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.